Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hardware parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Field generator was returned to the manufacturer for analysis. Analysis found all the pins in the lemo connector had been bent. Not able to connect the field generator to the mating connector on the axiem. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem field generator had bent pins from customer damage. There was no patient present when this issue was observed.